Event description:
The customer reported the power supply was recently replaced for the vertical lift. The vertical lift is beginning to fail again.

Manufacturer narrative:
The ge service rep arrived onsite and could not duplicate the problem with the vertical lift not working correctly. The ps3 power supply was replaced dated 2008, and the new power supply has inherrent delay built into it to protect the power supply circuitry and increase the robustness of it. The ge rep spoke with the operators in the x-ray control room on the proper operation of the new power supply and its delay. The rep expressed concerns of the physical condition of the interconnect cable. The clinical engineer acknowledged that the interconnect cable requires replacement. They are going to order the parts through oec and affix the repairs. The system operates as intended.